Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion on an ami (acute myocardial infarction ) patient there was an "optical sensor failure" alarm generated and the pressure could not be measured during therapy. The surgeon took arterial pressure from the peripheral artery instead to continue therapy. The day after insertion the iab was removed and therapy ended. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender and pressure tubing were also returned. Three kinks were observed on the inner lumen and catheter tubing approximately 54.4cm, 72.6cm and 73.9cm from the iab tip. The optical fiber was found to be broken within the membrane approximately 20.8cm from the iab tip. The optical fiber was found to be broken, confirming the reported problems. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal, the inability to calibrate it or an alarm. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint #: (B)(4), record #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion on an ami(acute myocardial infarction ) patient there was an "optical sensor failure" alarm generated and the pressure could not be measured during therapy. The surgeon took arterial pressure from the peripheral artery instead to continue therapy. The day after insertion the iab was removed and therapy ended. No patient injury was reported.